Event description:
Patient status post posterior lumbar fusion, l3 to l5: post operative x-ray revealed two (2) screws broken at l5 and one screw broken at l3. Surgeon noted patient is doing well with no problems; no revision is planned at this time. This is one (1) of three (3) reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Subject device was not explanted. Synthes can not determine the manufacture date without a lot number or device provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned or lot number provided.